Event description:
It was reported that during a sigmoidectomy procedure, an instrument error occurred early in the case. The tissue pad became worn. Another device was used to complete the case. There were no adverse consequences to the pt. The tissue pad did not fall into the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.